Manufacturer narrative:
Interrogation of the pump determined it was used to infuse diluadid, 5.0 mg/ml concentration at 0.0302 mg/day and bupivacaine, 2.4 mg/ml concentration at 0.0145 mg/day. H3: the pump was returned for analysis. Analysis identified a high battery resistance during functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was non-malignant pain and failed back surgery syndrome. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.